Event description:
It was reported that the procedure was to treat a totally occluded vessel with heavy calcification below the knee. The command guide wire was advanced and was used to go subintimal and the distal tip portion of the guide wire separated. Reportedly, there was no resistance during advancement or removal. The separated portion remains in the subintimal area. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the lot number was not reported. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported tip separation and embedding of the device in the tissue or plaque appear to be related to case circumstances of the procedure. In this case based on the reported information, it is likely that during subintimal advancement through the anatomy, the tip likely became kinked and separated and remained in the subintimal pocket. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.